Event description:
Pt had problems with the insulin pump (automatic injection delivery system). Within the second week of use, the unit did not alarm when the cannula had bent. This happened again, resulting in a severe underinfusion and extremely low blood sugar levels. An e.r. Visit resulted. Pt reported it is not uncommon to have a bent cannula, but the unit is designed to alarm when this occurs. Another problem identified was a piston rod that repeatedly got stuck, resulting in overinfusion of insulin. Pt reported since they began using the pump their blood sugar levels had been erratic. Pt complained to the MFR and they provided them with temporary replacement pump that worked just fine. With the replacement pump, pt's blood sugar levels were stable. Consumer was also very upset at the lack of training provided to them. Pt received one hour training by the sales rep, who promised to provide add'l training two weeks later. Pt made several attempts to contact the sales rep but he was not responding. Pt has since learned that he had only recently been certified to train on the use of this device, and at the time of pt's initial training, the sales rep did not have adequate knowledge on the use of the device.